Event description:
It was reported to philips that the system failed to complete boot up, which resulted in the system timer stalling at zero and prolonged shutdown. The issue was intermittent, and the system was not in clinical use when the issue occurred. There was no patient or user harm reported. Philips has started an investigation of this complaint.